Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and noted several occurrences of fiber optic sensor failures in the iabp log files but was unable to reproduce the customer's reported issue. During the evaluation and unrelated to the reported issue, the stm observed the iabp unit failed the leak test portion of the patient interface module test and replaced the patient interface module. Subsequently, the stm completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) generated a fiber optic sensor failure. There was no patient harm and no adverse event was reported.